Event description:
It was reported that the device had been set to be implanted, however, a different device was chosen to be implanted and the ventricular fibrillation (vf) detection settings were inadvertently programmed on for the device that was not used. The device then began data acquisition and the device setting could not be cancelled to the initial condition. It was noted the device could not be used in a different implant and the device was discarded. No patient complications have been reported as a result of this event.